Event description:
One liter bolus ordered. It was hung piggyback to maintenance fluids at 0040 am. At 0210 am, the pump alarmed "air in line". Upon inspection, both bags of fluid were empty. There should have been 372.4 ml of the bolus left and 587.1 ml of maintenance fluids left to be infused. No patient harm from the over infusion.